Manufacturer narrative:
E2 marked in error. During the evaluation, the engineer did not confirm the noisy image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite video system center had a noisy image. There was no delay or procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation and since no device malfunction was confirmed, during evaluation. The root cause could not be identified. Olympus will continue to monitor field performance for this device.